Manufacturer narrative:
At this time, the product has not been returned. If information is provided in the future, a supplemental report will be issued. This supplemental report was filled to correct field h6 "device codes" and field e1: "initial reporter phone".

Event description:
It was reported that this right ventricular (rv) lead was explanted due to gradual increase up to in pacing thresholds two months after implant, which resulted in loss of capture. A lead revision was performed and when trying to reposition, the lead was retracted and would not extend. Additional information revealed that the patient frequently carried heavy loads and dislodgement is suspected. The issue was solved implanting another lead. No additional adverse patient effects were reported. The lead is not expected to return.

Manufacturer narrative:
At this time, the product has not been returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to gradual increase up to in pacing thresholds two months after implant. A lead revision was performed and when trying to reposition, the lead was retracted and would not extend. Additional information revealed that the patient frequently carried heavy loads and dislodgement is suspected. The issue was solved implanting another lead. No additional adverse patient effects were reported. The lead is not expected to return.